Event description:
Philips received a complaint on the v60 ventilator, indicating that there was a liquid crystal display (lcd) screen failure. The device was reported to be outside of use at the time of the reported problem. The customer informed the remote service engineer (rse) that the lcd would turn off and back on. The lcd was also dim and hard to read. The customer requested the part information for a replacement lcd display. The customer was informed that they would require an upgrade to the 2nd generation lcd. The customer was provided the part information for an lcd assembly, lcd cable, user interface pcba to lcd cable, user interface pcba, lcd tray, and a screw set. In a good faith effort (gfe) response from the customer received on 15jun2023, it was sated that the issue had been resolved and the device was currently in use. The customer stated that further information would be provided. The investigation is ongoing.

Manufacturer narrative:
Multiple attempts to retrieve device repair, and operational status has yielded no response from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.